Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a defective weld causing the sheeting to separate from the cassette indicating an under weld or a weak weld. The reported condition was verified. The cause of the condition was related to manufacturing caused during the sonic welding process indicating the energy director was not fully melted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged (tear). This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. A review of the returned photograph did not show evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.